Manufacturer narrative:
(B)(4). D10- medical product. Persona femoral inserter / extractor. Item# 42509909200. Lot# 62072287. H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor pad fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual inspection of the returned product showed signs of use (gouges, scratches, and impact marks) and is fractured, not all returned. Medical records were not provided. The damage to the impactor pad was also visible from the provided photograph. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed by the returned product evaluation for the impactor pad. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.